Event description:
A review of service data detected a reportable problem. During servicing, the front response button on monitor sn (B)(4) was not working. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the front response button was not working, which prevented the monitor from powering up past the splash screen. The root cause for the defective front response button switch could not be positively identified. No adverse event resulted from the defective response button. The last patient to use the monitor did not report any deficiencies.